Manufacturer narrative:
Initial.

Event description:
It was reported that during a press-and-hold priming step, the user did not observe drops from the tubing, noted wetness, and confirmed that insulin was leaking from the cartridge without the infusion site connected to the body. Symptoms included no reported clinical effects. Outcomes included successful resolution after a full supply change and resumption of insulin delivery without medical intervention. Investigation included customer care agent guided troubleshooting and education to rewind the pump and inspect the cartridge. Investigation of this case revealed evidence of a leaking cartridge consistent with a cartridge integrity or connection issue. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling or component leak consistent with known use-related or product-related factors.